Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000176, serial/lot #: (B)(4), product ID: bi71000195, serial/lot #: (B)(4), a manufacturer representative went to the site to test the equipment. It was reported that the system's batteries were totally ran down and it took over four hours to recharge. Power enclosure assay, power tray, batteries and cable were replaced. The imaging system then passed the system checkout and was found to be fully functional. The power conversion enclosure and power tray were returned to the manufacturer for analysis. Power conversion enclosure failed bench testing. Transistors q28 and q14 failed, they were found to be shorted. Faulty power conversion enclosure. The returned fuses in power tray tested good. Power tray was installed into a test system. The system powered on, readied was charging and functioned as expected multiple times. Several 2d and 3d images were taken and motion calibration was successful. No problem found while under test. The hardware investigation found that the reported event was related to a hardware issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the system was plugged into a known working outlet over the weekend and was blinking the a red light but would not power on. No patient present.